Manufacturer narrative:
The review of provided data confirmed the reported issue: ¿&badimplant¿ is displayed and the session is blocked. The analysis of the expert files that have been provided shows brutal shutdown of the tablet on 29 july 2024. It is not linked to empty battery.brutal shutdowns may corrupt smartview files. The removal of the battery should be avoided as much as possible when using the smarttouch programmers. In addition, the ¿&badimlant¿ message is not well translated. This is a known bug that will be corrected in a future smartview version. To fix the issue, smartview 3.16 software can be re-installed.no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on the (B)(6) 2024, interrogation was impossible. Indeed, when a dai was interrogate, the message "&badimplant" was display. Even if the programmer was relaunched, interrogation remained impossible. The tablet is in version 3.16.

Event description:
Reportedly, on the 29 july 2024, interrogation was impossible. Indeed, when a dai was interrogate, the message "&badimplant" was display. Even if the programmer was relaunched, interrogation remained impossible. The tablet is in version 3.16.